Manufacturer narrative:
The freestyle libre 2 complaint was investigated and determined that there were no issues with the libre 2 application that would have led to the complaint. The user reported an issue due to incompatible os with the freestyle libre 2 application. Successfully received glucose readings and alarm notifications using a similar device configuration (iphone 12, ios 16.4.1, 2.7.3.3641), and was unable to reproduce the complaint. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an incompatible os/device issue in use with (phone iphone 12 pro max, operating system version 16.4.1., app version 2.7.3.3641). The customer indicated that due to this, they required unspecified third-party intervention, however, no additional information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation will be performed and a follow-up will be submitted once all investigation activities have been completed. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an incompatible os/device issue in use with the adc application. The customer indicated that due to this, they required unspecified third-party intervention, however, no additional information was provided. There was no report of death or permanent impairment associated with this event.